Event description:
It was reported that there was a connection issue between a female connector of minicap transfer set and the patient line of the homechoice cassette. This occurred during use of the device for peritoneal dialysis therapy. The connection issue was further described as ¿uncapable to unscrew the patient line from the transfer set¿. As a result, the patient had to cut the patient line and the line was removed with pliers in the hospital¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.